Event description:
It was reported that while infusing norepinephrine to a pt, a system error 322 occurred and a spike in the pt's blood pressure was observed. The customer stated that a power off/power on sequence was performed and the infusion was restarted.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and was unable to duplicate a system error 322. Review of the device history log shows the occurrence of a system error 322 during the reported infusion. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.